Event description:
I received 3 laser treatments at (B)(6). (B)(6) the laser technician performed my services however (B)(6) the nurse and dr. (B)(6) oversaw my process. I was left burned, scarred, and have had many second opinions where the dermatologists (cosmetic and regular) say to sue and I was botched.